Manufacturer narrative:
All information reasonably known as of 23-dec-2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
Additional information received 15-dec-2020 stating the event was a right lung placement. The patient was intubated at the time of lung placement. An "x-ray, of note, initial x-ray stated nasogastric tube was in gastric body and was later edited." A chest tube was placed and the "patient recovered from pneumothorax, however, has since passed from critical illness." Additional information received 15-dec-2020 stating the death was not related to the incident of pneumothorax. Additional information received 17-dec-2020 from the user facility stating, "we have received clarity from our integrity & compliance and legal departments and we believe this has all been a misunderstanding." Additionally, "our integrity & compliance and legal departments are recommending no further disclosure to you." No additional information was provided.

Manufacturer narrative:
An investigation was performed and completed. The device was manufactured in 2012. Photographs of the tracings were provided and confirmed the reported incident. It was determined that the root cause of the issue was user-related. All information reasonably known as of 11-feb-2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint: (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury. H3 other text : photos provided.

Manufacturer narrative:
H6-health effect - clinical code: nasogastric tube into the lung of a patient. All information reasonably known as of 17-jun-2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Manufacturer narrative:
(B)(4). A review of the device history record is in-progress. The sample is reported to be available but has not yet been received by the manufacturer. All information reasonably known as of (B)(6) 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).

Event description:
It was reported the registered dietician (rd) used a cortrak-2 machine and inserted a nasogastric tube into the lung of a patient with cerebral palsy and scoliosis. "The event likely occurred due to the unusual body habitus and anatomy of the patient and the inability of the rd to recognize that the cortrak machine would give a different/distorted picture in a case like this."